Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 23-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that there had been multiple discrepancies over various refills in the last 2 years. On (B)(6) 2018 they expected 4.3ml and the actual was 10ml a 16% difference, on (B)(6) 2018 there was a 17% difference from expected volume, on (B)(6) 2018 there was a 18.6% difference from expected volume, on (B)(6) 2019 there was a 16% difference from expected volume, on (B)(6) 2019 there was 18% difference from expected volume, on (B)(6) 2019 there was a 18.6% difference from expected volume, on (B)(6) 2019 there was a 14.7% difference from expected volume, and on (B)(6) 2019 there was a 15% difference from expected volume. There was no issue with therapy. The patient is due for a routine pump replacement soon and the hcp wants the catheter checked then as well. The surgery was tentatively scheduled for (B)(6) 2019. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.